Manufacturer narrative:
The insulin pump was received with bleeding and cracked glass on lcd board. Unable to verify missing segments due to cracked glass. The insulin pump had minor scratches on the lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had a partial display. Customer's blood glucose was 28 mmol/l. The customer stated that the device fell by accident on the floor and now the display is unreadable.the customer was advised that the device would be replaced and agreed to return the product for analysis. Customer will use isnulin pen for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.